Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed the closure device had embolized into the descending aortic arch. The patient was asymptomatic. The patient was admitted to the hospital, underwent planned percutaneous retrieval the following day which was successful with no patient complications. The patient was discharged the following day after the procedure in good health. The patient elected to not be re-implanted with a laa closure device at this time and wishes to remain on oral anticoagulant medication (oac).